Manufacturer narrative:
D5,6;h4: info unavalable, device returned with no lot or batch ID. Visual inspections & results: bullet tip condition; na. Desufflation lever condition; conforming. Inner gasket condition; not conforming. Latch condition; a. Obturator condition; na. Outer gasket condition; not conforming. Reset button condition; na. Sleeve condition; conforming. Stopcock condition; opened. Trocar condition; na. Functional tests & results: flapper door functional; conforming. Lockout functional; na. Analysis conclusion: based on the visual examination it was confirmed that the inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket became dislodged.

Event description:
The 511s was used during a laparoscopic cholecystectomy. The white gasket was visible on the omentum during the procedure. The gasket was retrieved. There was no consequence to the patient. 04/11/1997 another 511s was opened to complete the case.